Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1202, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported that insertion of essure with no anesthesia was the most painful procedure she ever had. After that she started with horrible pain, especially on her left side, migraines, leg pain, back pain, cramps, blood clots, heavy periods and some months no periods. She went to the emergency room several times due to the pain. On (B)(6) 2015 she had a salpingectomy to remove the coils. After the surgery, the doctor told her that the left coil was like a ball, it was not in the normal position. Since surgery she does not have any more pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four and a half years later underwent a salpingectomy to remove the coils. During the surgery it was found that the left coil was not in the normal position. This event, interpreted as device dislocation, was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case, the exact location of the device was not reported. It was mentioned that it was not in the normal position. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (salpingectomy to remove essure). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result received on 02-nov-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four and a half years later underwent a salpingectomy to remove the coils. During the surgery it was found that the left coil was not in the normal position. This event, interpreted as device dislocation, was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case, the exact location of the device was not reported. It was mentioned that it was not in the normal position. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.